Manufacturer narrative:
Additional information: d10, h6, h10. Additional information received on (B)(6) 2020 that the issues occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in condition with scratched screen. Event history log review was performed and found evidence of reported problem. According to the investigation, the customer's concern regarding failed accuracy was unable to be confirmed and delivery accuracy testing on the pump, was unable to verify the complaint. Investigation confirmed that the delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Investigation found no fault with device.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by +7.5%. There was no reported adverse event.